Manufacturer narrative:
Analysis was unable to prime during prime/a33 test due to faulty force sensor resistor (gold). The insulin pump was unable to perform excessive no delivery test due to unable to prime. All buttons functioning properly no damage on the keypad assembly. The low reservoir alarm function properly during test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and no delivery alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.